Event description:
A center director reported that a patient who underwent bilateral lasik was diagnosed with '2+ spk' (superficial punctuate keratitis), a nine day postoperative visit. Reporter noted that the patient complained of dry eye. The patient was prescribed dry eye regimen and the spk resolved with treatment. This report references the patient's right eye. Another report is filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).